Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed. The patient was seen in clinic and x-ray showed original position and atrial lead function was confirmed to be normal. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.